Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with mdrs #1225714-2014-00895, 00896, and 00897.